Event description:
It was reported that this device was evaluated as the patient had syncope and was in asystole for two hours. The device was tested for possible interference, but syncope episodes continued to happen without any record in any arrhythmia logbook. Technical services (ts) reviewed the case and noted that a possible spring contact behavior was present as the device was implanted with a competitor lead. Ts noted that patients with competitor leads, and boston scientific devices can have jumpy impedance measurements as well as an increase in pacing thresholds as the leads may move in a particular way in the device header. Ts discussed possible programming options for the device. Additional information noted that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device was evaluated as the patient had syncope and was in asystole for two hours. The device was tested for possible interference, but syncope episodes continued to happen without any record in any arrhythmia logbook. Technical services (ts) reviewed the case and noted that a possible spring contact behavior was present as the device was implanted with a competitor lead. Ts noted that patients with competitor leads, and boston scientific devices can have jumpy impedance measurements as well as an increase in pacing thresholds as the leads may move in a particular way in the device header. Ts discussed possible programming options for the device. Additional information noted that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the impact codes.

Event description:
It was reported that this device was evaluated as the patient had syncope and was in asystole for two hours. The device was tested for possible interference, but syncope episodes continued to happen without any record in any arrhythmia logbook. Technical services (ts) reviewed the case and noted that a possible spring contact behavior was present as the device was implanted with a competitor lead. Ts noted that patients with competitor leads, and boston scientific devices can have jumpy impedance measurements as well as an increase in pacing thresholds as the leads may move in a particular way in the device header. Ts discussed possible programming options for the device. Additional information noted that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This report is being field to update the patient identifier.

Event description:
It is our understanding that this device was evaluated as the patient experienced syncope and was asystolic for a period of time. The device was tested for possible interference, but syncope episodes continued to happen without any record in the arrhythmia logbook. Technical services (ts) reviewed the case and noted that a possible spring contact behavior was present as the device was implanted with a competitor lead. Ts noted that patients with competitor leads and boston scientific devices can have jumpy impedance measurements as well as an increase in pacing thresholds as the leads may move in a particular way in the device header. Ts discussed possible programming options for the device. Additional information noted that the device was explanted. No additional adverse patient effects were reported. The explanted device was returned for analysis.